Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and failed battery test. Customer¿s blood glucose level was 40 mg/dl. Troubleshooting for low blood glucose level was performed. Customer advise the auto mode feature was off which resulted in low blood glucose levels. Customer advised the failed battery test alarm occurred at random. Customer advised the failed battery test alarm did not recur after they replaced the battery. Customer was advised to monitor the insulin pump and their blood glucose levels. The insulin pump will not be returned for analysis. Sensor with 670g; ozp- mmt-7020-sensor.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected failed battery test/battery failed alarms, replace battery alerts or replace battery now alarms noted during testing.